Event description:
Customer reported occurrence of a malfunction alarm identified by code malf 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for future reference. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.